Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during use of device for infusion of insulin, the set ceased working. The home care user believed the issue to be with the site. The home care user reported that their blood glucose levels rose to 300mg/dl due to the interruption in insulin therapy. A correction bolus was delivered to bring down blood glucose level to normal range. No further adverse effects to user reported.